Manufacturer narrative:
Pc (B)(4). A manufacturing record evaluation was performed for the finished device lot number ppmbqt, and no non-conformances related to the reported complaint condition were identified the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the fixation tab intact when the suture was placed in the patient? Was the ¿missing barbs¿ noted during visual inspection or during use on patient? Did the barbs fail to engage in the tissue? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an excavation of uterine fibroids surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture broke when sewing. Changed another one to complete the surgery. There were no adverse patient consequences. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/05/2021. Additional information was requested and the following was obtained: was the fixation tab intact when the suture was placed in the patient? Unk. Was the ¿missing barbs¿ noted during visual inspection or during use on patient? Not complaint about missing bard, the complaint is breakage suture. Did the barbs fail to engage in the tissue? Not complaint about missing bard, the complaint is breakage suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: (B)(6)2021. Additional information: h3, h6. H3 analysis summary: an empty opened foil, a labeled winding former and a dispensed needle/suture piece of product code sxpp1a400, lot # ppmbqt were received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks and bending at the tip that appear to be by use of surgical instrument. The suture piece was examined along and some barbs present damaged and body fluids and the end was noted with cut that appears to be by use of surgical instrument. The condition of the sample suggests an improper handing. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.